Event description:
A customer contacted beckman coulter (bec) reporting a bloody leak has been detected under the coulter lh 780 hematology analyzer since a preventive maintenance (pm) procedure was performed. The volume of the leak appears to be 5 - 10 mls and was not contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, face protection, and gloves at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated for this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found a small hole in the tubing from blood sample valve (bsv) to the differential blood shear valve (cvl85/126) with occasional leaking. The fse replaced the tubing which resolved the leak issue. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).